Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon completion of an angioplasty procedure, the pta balloon had unraveled material, after the device was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found the pebax to be peeled from the balloon throughout the length of the balloon. No unraveled fibers or fiber disturbance was noted to the balloon. Therefore, the investigation is confirmed for peeled pebax, and unconfirmed for unraveled fibers. The definitive root cause for the identified peeling pebax could not be determined based upon the available information. An investigation is currently open to address the peeling pebax issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon completion of an angioplasty procedure in the radial artery, the pta balloon had unraveled material, after the device was removed from the patient. No further treatment was needed. There was no reported patient injury.